Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported a case of transient light sensitivity syndrome, observed 3 months after lasik procedure on the left eye. Steroid treatment performed. There are two related reports for this pt. This report concerns the pt's left eye. Upon follow up, reporter informed issue was noted to have been resolved.